Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface provisional was discovered broken after post-surgical sterilization.

Manufacturer narrative:
This report is being submitted to amend sections. The device was returned for review. Visual inspection confirmed that the device is fractured into two pieces. The lateral condyle is broken at the center near the central locking post. Nicks and scratches can be seen on the surface of the device. The lot was manufactured on jul 16, 2013 and therefore has potential field age of more than three years and three months. It is unknown for how many times the device was used. This issue has been investigated through CAPA investigation. These devices are used for treatment. CAPA investigation identified the root cause of the issue. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information